Event description:
It was reported that the device shorted out and hand activation no longer worked. Then went to foot activation that worked for a while and then short out as well. Got new one to complete procedure. No patient consequence.